Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 069 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: the black box history showed two cs087 alarms on the date of the alleged issue occurrence. However, investigators were unable to duplicate cs087 alarm during the actual investigation. The pump was disassembled and no intermittent conditions were observed on the printed circuit board. Unrelated to the original complaint, the battery compartment and the pump case were cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.